Manufacturer narrative:
Device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported the device displayed -downstream occlusion- alarm. Alarm was silenced. No tubing kinks or closed clamps are reported. Fingertip pressure applied to port site does not resolve alarm. Unable to remove cassette as it is locked in place. Pump powered off and on but alarm persists. Batteries removed to turn pump off and tubing was clamped near port site. No patient injury was reported.